Manufacturer narrative:
(B)(4).  Physio-control has performed an evaluation of the electronic patient record keylog files and has been able to verify the reported loss of power.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device appeared to be completing a soft reset when the code summary button was pressed.  This reset interrupted device functionality and could cause a significant delay in patient care.  There was no report of any patient use associated.

Manufacturer narrative:
(B)(4). Physio-control has performed an evaluation of the electronic patient record keylog files and has been able to verify the reported loss of power. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. The reported issue was verified through a review of a video of the event, as well as a review of the device's electronic records from the event which confirmed that the loss of power had occurred. Additionally it was observed that the batteries installed were from 27-may-2009 and 17-dec-2012. The customer was advised that physio-control recommends replacing the batteries every two years. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.